Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: the nozzle was clogged with foreign material, due to the nozzle clogging the amount of water contact does not meet the standard value, the leakage check label was discolored, and the down angle torque was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 (scope communication) error. The issue was observed during preparation for use on a diagnostic (enteroscope) procedure. The patient was not under anesthesia at the time and the facility finished the procedure with a similar device with no delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of ¿error e315¿ was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the error message e315 to be displayed. The event of ¿error e315¿ can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." The suggested phenomenon of ¿nozzle was clogged¿ was presumed to have been due to the user facility returning the device to olympus without conducting/completing reprocessing, allowing the foreign material to remain in the air/water (a/w) nozzle. The material could not be further identified. For the suggested phenomenon of ¿nozzle was clogged¿ the user facility can detect the event by handling the device in accordance with instructions for use (IFU) below: - inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function it is further suggested that the user facility review the method of handling for the device according to the IFU. Olympus will continue to monitor field performance for this device.